Manufacturer narrative:
(B)(4): evaluation, results: (lesion morphology). Evaluation, conclusion: (lesion morphology).

Event description:
The physician attempted to advance a sprinter legend rx balloon to pre-dilate a severely calcified lesion with 99% stenosis at prox/mid lad but the balloon ruptured. One other non-medtronic balloon ruptured during pre-dilatation of the same lesion. An attempt was made to position an endeavor sprint drug-eluting stent, however the distal side of the stent got stuck in the lesion. When the physician withdrew the device, the stent dislodged. The dislodged stent was retrieved using a snare. No clinical sequelae were reported. Reference MFR report numbers 9612164201101302.